Manufacturer narrative:
Occupation is a patient/consumer. The meter was requested for investigation. The investigation is ongoing.

Event description:
There was a complaint of missing segments of result digits by one patient tested with a coaguchek xs pro meter. The patient ran a display check which showed missing segments from each result digit and unclear icons. The patient tried to test, but could not see the result at all. No medical treatment was necessary. The patient¿s therapeutic range is unknown.

Manufacturer narrative:
Medwatch fields d9 and h3 updated. The customer's meter powered on with fresh retention batteries without difficulty. A full display check was performed with no missing/faded segments or malfunctions observed. The battery compartment was examined and no contamination or corrosion was observed. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The alleged malfunction was not reproducible. The product performed according to specifications. The investigation did not identify a product problem.